Event description:
Additional information was received that the device was reprogrammed, but additional episodes of post-paced t wave oversensing (pptwos) were observed. No additional reprogramming has been performed, and the patient will continue to be monitored.

Event description:
Additional information was received that additional reprogramming was performed on the device to resolve event.

Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwos) were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable with no consequences.